Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to be bent, kinked and compressed. The stent was returned already deployed. A functional test could not be performed because the stent had already been deployed; however, friction was noted when moving the inner body in the outer body. No anomalies were noted with the returned rhv (rotating hemostatic valve) and stent. Review and analysis of available information failed to identify a definitive cause for the observed findings and reported issues.

Event description:
It was reported that after failed deployment of the stent (subject device), the device was removed from the patient. When inspecting the device to determine if blood was inside, the stent deployed automatically. The procedure was not completed; however, the patient's general condition was good.

Event description:
It was reported that after failed deployment of the stent (subject device), the device was removed from the patient. When inspecting the device to determine if blood was inside, the stent deployed automatically. The procedure was not completed; however, the patient¿s general condition was good.